Event description:
Pt in cardiac catheterization lab for a planned stent procedure to a left circumflex occlusion. During the procedure, the proximal circumflex was tortuous and calcified. A stent could not be advanced so a ptca was done successfully. At the conclusion of procedure resistance was met when attempting to withdraw the guidewire. The guidewire fractured with minimal traction at the anastamosis of the radio-opaque 3cm floppy segment and became lodged in a distal end branch of the circumflex. Pt was stable throughout the procedure. Cardiology and cardiovascular surgery recommending medical management with oral plavix and long-term cardiac f/u.